Event description:
Information received indicates the cardiologist sent patient records to medtronic for review of his findings approximately six months after the event date. The patient had been admitted with chest pain in 2005. Results of EKG showed st changes thought to represent lateral ischemia. Findings from tee 2 days later revealed stenosis due to thrombus and only one leaflet appeared functinal. Post tee, the patient had chest pain, became hypotensive, coded and could not be revived. Autopsy revealed thrombus on all valve leaflets. The device will not be returned for evaluation.

Manufacturer narrative:
Analysis: the user did not report the event to medtronic until six months after the patient's death. The valve was retrieved at autopsy, but was not returned to medtronic for evaluation. Without product return, review is limited and no results can be provided. Results of histology performed at the hospital revealed well organized thrombus, associated fibrous and early calcification. No vegetation was detected and stains for acid fast bacilli and fungi were negative, as reported by the user facility. Review of the device histroy record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no product return; an exact cause cannot be determined for the reported event.